Manufacturer narrative:
The insulin pump received with constant motor error alarm during rewind due to motor encoder out of phase. The insulin pump was unable to perform displacement test or confirm alarm in the alarm history due to motor error alarm. The insulin pump was received with cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error two weeks ago. The customer stated the device was not exposed to a magnetic field but his job has him near large electronic motors. The customer confirmed receiving a motor position encoder error alarm. Blood glucose value was 241 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.